Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open and the damage was undetermined. The pipeline was not placed in a vessel bend when it failed to open. No additional steps or other devices attempted to open the pipeline, and no device issues with the phenom 27.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pushwire was returned within the inner pouch, biohazard bag, and shipping box. There was no braid returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid. No damage was found with the pushwire. Possible causes of failure to open include vessel tortuosity and deployment of the braid in the vessel bend. However, the customer reported that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which rules these out as potential causes. The root cause could not be determined. Since the braid was not returned, any contribution of the braid to the reported issue could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a c7 segment tandem aneurysm and was originally planned to be treated with 4.75-30, with the distal end placed at the most distal end of c7 and the proximal end placed at the end of the c4 horizontal segment. After the surgeon passed the p27 stent catheter through the lesion, the stent was deployed according to the standard operating procedure. The stent tip end was opened at the m1 straight segment, and it was found that the distal end of the stent was difficult to open. After deploying about 10mm and waiting for about 20 seconds, the stent slowly opened, but it was found that the distal end of the stent was not completely opened. After removal, it was found that the distal end of the stent was damaged, and then it was replaced with ped4.5-30 for treatment, and the operation was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured c7 posterior communicating segment tandem aneurysm with a max diameter of 3.5mm and a 2.78mm neck diameter. Landing zone: distal: 3.68mm and proximal: 4.51mm. Patient's vessel tortuosity was moderate. The angiographic result post procedure was normal. Ancillary devices include a gachi guide catheter.